Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: shaky, confused, stressed out. A pt reported they were unable to test and have been unable to test for a week. Their meter allegedly was missing segments. The result on their meter was unable to test. No alternate test reported. No comparisons reported. No treatment reported. No further info has been reported.